Event description:
It was reported to philips that the system's host computer was unable to boot correctly, preventing a full system boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.